Manufacturer narrative:
Superdimension has requested the device for evaluation but nothing has been received to date. There were no anomalies identified during the internal review of the DHR. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. A photograph of the edge sensor catheter was sent to superdimension by the physician. From the photograph provided, the investigator stated that the tip of the edge sensor catheter [esc] is no longer present, with the sensor array protruding out the end of the esc. Although the esc tip is clearly no longer present, the cause of this tip coming off the esc cannot be determined based on the picture provided. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The physician reported that the tip was directly visualized with the bronchoscope and attempts were made to retrieve it using grasping forceps but they were unsuccessful. During this time of trying to retrieve the tip, they were also using lavage and suction. The physician stated that he cannot be sure that the tip was not suctioned out and therefore not left behind. The patient has since been seen in clinic and is reported to be doing well. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
Site reported the tip of the catheter detached during a superdimension procedure. The physician tried to retrieve the tip and was it unable to be retrieved; consequently the tip was left inside the patient. If additional information pertinent to the incident is obtained a follow-up report will be submitted.